Event description:
It was reported that 1 bd hypoint¿ needle had needle blockage issues. The following information was provided by the initial reporter translated from french to english : the user stated that the complete extraction of the solution from the vial was not possible. The claim sample is not available at this time.

Manufacturer narrative:
Investigation summary : 1. Exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and owing to unconfirmed as no evidence was provided, the root cause is undetermined. A review of the complaint lot history check was performed for (clogged or blocked needle) on this lot # 1188440. A 24 months complaint trackwise system history search has been performed as no similar complaints have been reported on the same catalog number and the batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - a lot history review for this batch # 1188440 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.